Event description:
It was reported the device was subject to the decrement test field action issued by abbott on (B)(6) 2022. No arrythmia or adverse patient consequences were reported.

Event description:
New information received notes that software malfunction was suspected, and a software update was made to resolve the event during the procedure. The surgery was prolonged and testing confirmed no additional malfunction. The programmer remains deployed.